Event description:
It was reported that during an unknown procedure, clips were not loaded, but fallen from the tip. Another device was used to complete the case. There were no adverse consequences to the pt.